Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system were explanted due to an unknown reason. Upon further investigation, surgical notes revealed preoperative diagnosis of superficial wound dehiscence. Procedure notes showed this patient had fat necrosis in the area that was dehisced. The physician cultured this area. Once that was done, the physician used antibiotics and irrigated the wound. A wound vac sponge was fashioned to the wound. It was noted this patient tolerated the procedure well and there were no complications. This electrode was returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system were explanted due to an unknown reason. Upon further investigation, surgical notes revealed preoperative diagnosis of superficial wound dehiscence. Procedure notes showed this patient had fat necrosis in the area that was dehisced. The physician cultured this area. Once that was done, the physician used antibiotics and irrigated the wound. A wound vac sponge was fashioned to the wound. It was noted this patient tolerated the procedure well and there were no complications. This electrode was returned and is expected to be analyzed. No additional adverse patient effects were reported.